Event description:
It was reported in literature (preventing complications in colorectal anastomosis: results of a randomized controlled trail using bioabsorbable staple line reinforcement for circular stapler; dis colon rectum 2014; 57: 1195-1201) that 148 patients received the gore® seamguard® bioabsorbable staple line reinforcement (circular). Anastomotic leak, sever bleeding, anastomotic stenosis, re-operation, anastomotic complications were identified within the article.

Manufacturer narrative:
Corrected data: describe event or problem : clarified why this event was reported. Additional manufacturer narrative: narrative/corrected data : article citation (preventing complications in colorectal anastomosis: results of a randomized controlled trail using bioabsorbable staple line reinforcement for circular stapler; dis colon rectum 2014; 57: 1195-1201).

Event description:
It was reported to gore in a literature article that 10 patients who received the gore seamguard bioabsorbable staple line reinforcement (circular) experienced re-operations.

Manufacturer narrative:
Gore requested specific information from the article author. The article author reported to gore that no adverse event or morbidity directly related with the use of the reinforcement device was observed, and could not comply with the request for specific information. Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.